Event description:
During the procedure, the palmaz genesis stent was dislodged.

Manufacturer narrative:
This report is for an unknown palmaz genesis stent. In 2005, this patient was treated for abdominal aortic aneurysm with gore excluder aaa endoprostheses placed 8mm below renals. There was a type ii endoleak present but physician chose not to treat. On the following month, a follow-up CT showed a proximal type I endoleak but physician thought it was from the ima or type ii endoleak from the lumbars. In 2008, CT revealed 1cm aneurysm sac expansion. An aortogram (unknown date) revealed a type 1 and type 2 endoleak. On the following month, a reintervention occurred and a cook zenith (24mm x 39mm) cuff was placed proximal to the gore excluder aaa endoprosthesis. Both endoleaks persisted. Physician attempted to place a palmaz stent proximal to the cook zenith device, but the stent dislodged and came off the balloon catheter. He then attempted to put the dilator into the cook sheath and consequently, pushed the sheath forward, catching on the bottom of the cook cuff which dislodged and covered the celiac trunk. The diameter of the aorta in this area was 26m and the cook device did not have good wall apposition because it was 24mm in diameter. Physician decided to place a second palmaz stent half in and half out of the cook cuff and move it proximally to uncover the celiac and give radial strength to the device for increased diameter and wall apposition. Type I and type ii endoleaks persisted. An aortic extender component was implanted proximal to the existing excluder device resolving the type I endoleak. Type ii endoleak secondary from the lumbars still present but physician will wait and watch. Patient reported to be stable at this time. The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.